Event description:
Boston scientific received information that this device has a monitoring voltage of 2.5v and a charge time 22.8 seconds. It was reported that the device declared elective replacement indicator (eri). The caller was inquiring about device longevity and replacement. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to simulated heart load conditions, and the defibrillation,pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The device passed labeled longevity calculations and all testing throughout analysis. This product issue will be updated if additional information is received.

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations and noted that this device is included in the mid-life display of replacement indicators advisory and is exhibiting advisory behavior. The consultant stated that they cannot predict remaining longevity. The caller stated that the plan is to replace the device. According to our resources, the device remains actively implanted at this time. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
Additional information was received that this device was subsequently explanted and returned for testing. This product issue will be updated when device evaluation is complete.